Event description:
Customer reported IV tubing found lying on the floor, disconnected from the pt. The broviac line was flushed. A new bag of maintenance IV fluids strung and restarted. No pt harm reported. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Product was evaluated and the reported tubing disconnection was confirmed. The disconnection was at the engagement between the nitro tubing and the lower fitment. Dimensional analysis of the tubing was performed and found to be within specification. Visual inspection of the tubing at the engagement displayed areas that contained solvent and areas that did not contain solvent. The root cause of the disconnection was identified as a manufacturing issue due to insufficient solvent. The lot number was not identified. Based upon the laser number on the smartsite valve, the set was manufactured 09/2010 or 10/2010, with an expiration date of 09/01/2013 or 10/01/2013.